Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred when attempting to load a new cartridge. In addition, the back of the cartridge was observed to be leaking. The customer's blood glucose level was 436 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.